Event description:
During a shoulder arthroscopy, the physician was using a new radio frequency probe. The company rep who was training staff forgot to turn on the suction, which resulted in water coming out warmer than it should have. The patient ended up a first degree burn on shoulder, that was thought to be related to the probe.